Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation cannot be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the intestinal tube was replaced. During recovery the patient developed a cough and a croaky voice. A chest x-ray was done showing aspiration pneumonia. The patient was admitted to the ICU overnight, but was well enough to be transferred off the next day.